Manufacturer narrative:
Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.